Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: biotronik lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads were not capturing. It was also reported the patient experienced ventricular fibrillation (vf) and was appropriately treated. The patients rhythm and morphology after the vf was then irregular and did not sustain in the detection zone and the patient later died.